Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep centered the collimator and reseated the high voltage supply regulator and adjusted the voltage and inspected the esd kit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed lines on the images and a kilovolt too high error message and would not fluoroscopy. No pt injury was reported.